Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. During the ventricular sense test, noise was noted to appear; the pulse generator exhibited an electrogram anomaly. The patient was brought into the clinic for a cardioversion, noise was not reproducible. No medical intervention or patient symptoms were reported.